Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that replace generator message was observed on the patient controller and the clinician programmer. A surgical intervention is anticipated in the near future. No further information is available.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.